Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4): the actual device involved in the reported incident was not returned for evaluation. A follow-up report will be provided should additional information become available.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). The investigation into this reported event is ongoing. Additional attempts to get more information on the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: the pump moves and works but the med does not drip from the bottle but you can see air bubble going in from the vent. It also does not set off any alarms.